Manufacturer narrative:
The data card log information was uploaded and reviewed. The tip was used for 898 treatments. The tip passed the flow testing. The tip failed the leak and thermistor testing. No functional test was performed due to dielectric breakdown being seen. The investigation is ongoing.

Event description:
During a thermage treatment to the face the tip sparked between pulses. The patient was not harmed.

Manufacturer narrative:
The treatment tip and datacard were returned for evaluation. The datacard showed the following errors occurred during treatment: qty - ui error code - description (B)(4). During evaluation of the treatment tip, dielectric breakdown was found to the tip membrane along the rf trace. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. A review of the manufacturing records showed all requirements were met. No patient injury occurred. Service confirmed damage on the tip membrane along the rf trace. Based on the available information, sparking from tip was most likely caused by damage on the tip membrane along the rf trace. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. In addition, product design changes will be considered to further reduce the probability of a cracked rf trace, implementation of which will be conditional based on successful verification activities.